Event description:
Related manufacturer reference number: 2017865-2024-37849, related manufacturer reference number: 2017865-2024-37850. It was reported that the patient presented an infection. The entire system was explanted and replaced due to vegetation. There were no issues with the procedure. On (B)(6) 2024 the patient had bronchial fluid, obtained during a bronchoscopy, grew vancomycin-resistant enterococcus (vre) and escherichia coli (e. Coli). The patient passed away due to septic shock on (B)(6) 2024.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.